Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no patient involvement, as the device was not being used at the time of the reported event. Reportedly, the customer was on manual injections for insulin therapy.